Event description:
It was reported that when the patient presented for a device change out, fluoroscopy revealed externalized conductors. Electrical measurements were stable. The patient condition is stable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.